Event description:
Baxter initially reported a ruptured reservoir, however, further follow up revealed that solution leaked through the inlet port during patient use. Device contained 5 fluorouracil 2.040 mg and d5w for a total fill volume of 223 ml. Reporter stated that some solution leaked from a carrying bag, however, the patient did not suffer any injury. Reporter further indicated that patient was examined for complications of chemo exposure but none were observed. Next, reporter stated "hospital staff consider that there's no need for any special follow up for this event. The patient returned to hospital as usual for the treatment, in an outpatient basis, where patient is changed the infusor." Per reporter, medications were dispensed in vials and a filter was not used.